Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable before, during, and after the replacement procedure.